Event description:
A cook medical wayne pneumothorax catheter was used to treat a known pneumothorax. After placement the catheter was connected to a drainage system. A few hours later the drainage system was noted to be disconnected because the stylet used to assist with the catheter placement was left inside the catheter and did not allow a sufficient connection. The stylet was removed and the drainage system was able to be reconnected. The concern pertains specifically to the obturator component of the catheter set. The current design and instructional guidance provided for the wayne pneumothorax catheter do not adequately mitigate the risk of the obturator being inadvertently left in place post-procedure. This oversight poses a potential risk to patient safety and can result in adverse outcomes. To address this issue, there can be two potential avenues for improvement: 1. Enhancement of the obturator design: implementing a physical modification of the distal luer connection to prevent inappropriate connection to the drainage system. 2. Inclusion of a warning in the instructions for use or within the kit: amending the current instructions for use (IFU) to include a prominent warning regarding leaving the obturator in place. This warning should be positioned in such a way that it catches the clinician's attention when reviewing the IFU and during the procedure. Within the kit, this could perhaps take the form of a label or flag on the obturator. The proposed modifications aim to enhance the safety wayne pneumothorax catheter, ensuring that it continues to serve its role in pneumothorax management effectively and more importantly that the procedure be performed safely. It is my belief that these improvements will significantly reduce the risk of procedural errors.